Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received (b3/b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due damage of the image sensor unit or breakage of the mounted components on the electrical board (capacitor, ect.) Caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection confirm that the wli and nbi endoscopic images are normal. 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the distal end of the endoscope. (See figure 3.22) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The reported issue occurred after use.

Event description:
According to the olympus representative, the evis lucera elite bronchovideoscope had air and water leaks. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the scope had an image problem and an error code of e216 (scope communication error). This report is to capture the reportable malfunction of the image problem with error code e216 noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: insufficient angle; pinhole in the scope; the image guide snake tube has scratches; and scratches on light guide coils. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.